Manufacturer narrative:
(B)(4): the customer reported that the internal paddles failed while in use on a patient. Since another paddle set was then used, the customer informed philips that there was no impact on the patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the internal paddles failed while in use on a patient. Since another paddle set was used, the customer informed philips that there was no impact on the patient outcome.